Manufacturer narrative:
Patient weight not made available from the site. On 05/13/2016 a medtronic representative, following-up at the site, reported the alleged inaccuracy was noted approximately two hours into the procedure, after transferring the imaging system spin to the navigation system. Inaccuracy magnitude and direction were indeterminate; however, the surgeon suspects the navigation system confused the vertebral levels during transfer. There were no further issues. No revision surgery was required. - no parts were replaced. - no parts have been received by manufacturer for analysis. - no further issues have been reported.

Event description:
A medtronic representative reported that, while in a spine scoliosis procedure, the surgeon alleged that the imaging system spin was inaccurate. No specific measurement, or direction, of the alleged inaccuracy was provided. The surgeon opted to continue and completed the procedure with the use of the navigation system. There was no delay of therapy. There was no impact on patient outcome.

Manufacturer narrative:
A medtronic representative, following up with the site, reported that there was no definitive complaint about accuracy during the case. The surgeon later informed the medtronic representative that the surgeon thought the vertebral levels did not accurately transfer from the imaging system to the navigation system. A medtronic representative performed a navigation system check-out, all areas passed. The medtronic representative was unable to replicate the reported issue. A software investigation was completed but was unable to determine probable cause without further information since the behavior cannot be replicated. No further issues reported.